Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was not possible to determine if the cause of the damage was due to stress or user's handling of the device - the cause was assumed to be one of these two possibilities. Olympus will continue to monitor field performance for this device.

Event description:
Customer requested repair request for tip cover issue. There is no patient involvement on this event. Device inspection found the a-rubber (insertion section) has peeling, buckling. This report is being submitted for insertion section (a-rubber) has peeling, buckling.

Manufacturer narrative:
Device inspection found the a-rubber (insertion section) has peeling, buckling. Furthermore the following defects were noted on the device by service repair olympus japan. There are scratches on the insertion part serpentine due to external factors. Wrinkles in the insertion part due to external factors are observed. Spots on the ig bundle water tightness is not maintained due to the falling off of the curved rubber due to external factors. There are scratches on the eyepiece , ud plate, grip, fixed ring, adapter scratches are found on the surface of the lg cover glass due to external factors. Investigation is ongoing. This report will be supplemented following investigation